Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to the motor encoder signal out of phase. Unable to perform the displacement test due to the motor error alarms.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind process. Troubleshooting was performed, and the device could not pass the motor displacement test. No further info was provided.